Event description:
It was reported that temperature alarm occurred, but the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The pump was charging using tandem supplies during the alarms. Technical support decided to replace the pump, and the customer was informed that a replacement pump would be shipped. The customer confirmed the shipping address for the replacement unit.